Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of high shock impedance measurements greater than 145 ohms. The health care professional (hcp) indicated the shock lead impedance trend shows greater than 200 ohms and then around 189 ohms. Technical services (ts) discussed reprogramming and replacement options. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.